Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report #(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient underwent successful implantation of a 52-mm evoque valve with significant improvement in tr intraoperatively from severe to mild. Postoperatively, the patient developed heart block requiring permanent pacemaker implantation. During the ttvr procedure, the patient underwent electrical cardioversion for preexisting atypical atrial flutter, with restoration of normal sinus rhythm. There was no allegation that the evoque valve or ttvr procedure caused or contributed to the atrial flutter or need for cardioversion. Post-procedure ECG showed new right bundle branch block and first-degree av block that progressed to second-degree av block. A dual chamber pacemaker was implanted. Post-pacemaker implantation echocardiography showed mild transvalvular tr without lead impingement on the valve leaflets. At 30 days, the valve remained well seated with stable mild tr and unchanged right ventricular dysfunction consistent with baseline. No additional device-related adverse events were reported.